Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery (ata). After crossing a guidewire, a 2.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. A second balloon was advanced but also ruptured during the first inflation. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
B5: updated event description.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery (ata). After crossing a guidewire, a 2.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. A second balloon was advanced but also ruptured during the first inflation. The procedure was completed with a different device. No patient complications were reported. It was further reported that a 1.5mm x 20mm x 142cm coyote es balloon catheter was first advanced for dilatation; however, during third inflation, the balloon ruptured. Another 2.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced; however, during inflation at a nominal pressure, the balloon also ruptured.